Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse patient event as listed in the xience prime instructions for use and states that implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, distal left anterior descending artery, after predilatation, the 2.75 mm x 38 mm xience prime stent was deployed, however a dissection was noted at the distal end of the stent. A 2.75 mm x 15 mm xience v stent was used to cover the dissection. It was noted that the patient was not anticoagulated prior to stenting. The patient was reported as fine post procedure. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.